Event description:
Information was received from healthcare provider via a manufacturer representative regarding a device used for spinal therapy (posterior fixation). It was reported that the driver was disassembled. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: the country of the event is republic of korea. H3. Device evaluation summary: product analysis #(B)(4): product: 5584111; lot: sw19e018 visual and microscopic examination identified that the tip of the instrument is broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.